Event description:
It was reported that the touch screen of the device was not functioning during use. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.